Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 368 (mg/dl). Customer changed pump supplies and administered a bolus with the pump to treat their bg levels. Troubleshooting with tandem technical support indicated pump was performing as intended. Customer changed their infusion site.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.